Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. Date of issue is an approximation. The sensor was inserted into the leg on (B)(6) 2017. The patient stated that they suspected that the sensor wire might be lodged into their inner thigh due to having a lump on the skin that resembled a sensor wire and stated that medical intervention was needed. Further contact was made with the patient on (B)(6) 2017 and the patient stated that they went to a clinic for triage and the clinic suggested that the patient go to the emergency room (ER). The patient went to the ER and the providers were not able to find anything on an ultrasound or x-ray. The patient stated that they were diagnosed with thrombophlebitis and was advised to follow up with their primary care physician if the issue became worse and stated that the case of a detached sensor wire could be closed. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. It was reported that the sensor was inserted into the leg. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.